Event description:
The manufacturer received information alleging a ventilator was alarming for a service required alarm condition. There was no harm or injury reported. The device was returned to the manufacturer for evaluation and the customer's complaint was confirmed. A service required alarm condition indicating the internal battery failed to charge was observed. The device's power management board was replaced to address the issue. A service required alarm indicating an air flow sensor failure. The device's oxygen blending module board was replaced to address the issue. Additionally, not related to the above issues, low and high tidal volume alarm conditions were observed. The device's sensor board was replaced to address the issues. These are user settable alarms and would not affect the device's ability to deliver therapy as designed. Several components were replaced due to physical damage and dirt contamination. The device was tested and passed all final testing.